Manufacturer narrative:
The patient identifier was not provided. Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 system lost power during a procedure. The clinician was able to power the unit back up and the procedure was completed without further issues. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The ups was tested and no error messages were given. The service representative checked the connectors, wires, the ep pack and the power line module and found no issues. The power module was replaced as a precaution and the unit was put back into service. The replaced power line module was returned to sorin group (B)(4) where a visual inspection, functional testing and a hardware analysis were carried out. The main switch and auxillary contact were tested several times without issue. The evaluation was unable to reproduce the problem; no deviations were identified and the power line module operated according to specification. The returned device was scrapped upon completion of the investigation. A review of the DHR was unable to identify any concessions, deviations or non-conformities relevant to the reported failure. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue and if any are identified, corrective action will be recommended.

Event description:
Sorin group received a report that the s5 system lost power during a procedure. The clinician was able to power the unit back up and the procedure was completed without further issues. There was no report of patient injury.